Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and high impedance were noted on the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.